Event description:
On (B)(6) 2017, the patient came in and had their rv lead replaced due to high thresholds and a fracture. On that day there was 10 years remaining on this device until eri. On (B)(6) 2017, the device reported eri 0 years 0 months. The device has been explanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the analysis, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was successfully interrogated and the pacemakers memory content was analyzed confirming the clinical observation. The device switched to the battery status eri on (B)(6) 2017. Furthermore, the battery holster was evaluated indicating no elevated current consumption. The battery voltage was as expected for a sufficiently charged battery. Therefore, a reset of the eri status was successfully performed. Subsequent interrogation yielded the battery status ok with a remaining service time of nine years and two months. A stress test under different temperature environments was performed. The battery status of the device was as expected. During a detailed investigation of the device data it was noticed that the battery status was not triggered by a permanently depleted battery. However, the root cause was not determinable based on the data available. In summary, the analysis revealed that the battery status eri was not declared by a premature battery depletion. The root cause, however, was not determinable with the data available for an analysis. After reset of the battery status, the device operates as expected. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.